Event description:
It was reported that a pt under went open heart surgery utilizing a transesophageal ultra sound probe (tee), that had been disinfected in cidex opa solution. The pt suffered ulcerations, necrosis and brown staining of the tongue and face after the probe was removed. The burns were on the tongue, gum and lips. There was a brownish-black discoloration on one side of the tongue. Info indicates that the problems were superficial; the pt was treated with antibiotic ointment.